Event description:
Caller reported malfunction on pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller noted multiple occurrences of same malfunction. Replacement pump was sent by technical support, and customer was advised to use a backup method for insulin delivery. Additionally, instructions were provided for returning malfunctioning pump to the company.